Event description:
It was reported the pt did not charge the ipg as recommended. As a result, the ipg was depleted. It was reported the ipg pocket was loose and ipg was flipping in the pocket. The ipg was explanted and replaced. The pt has effective stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.